Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the vibratory alarm system had failed. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with the pump display lens and display screen missing. During testing, the pump powered on with audible tones but no vibration. The vibration motor was tested and was found to be unresponsive as the vibration motor was found to have failed. The pump was animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.